Event description:
It was reported that a malfunction alarm occurred. Subsequently, the customer experienced an elevated blood glucose (bg) displayed as "high". A specific bg value was not provided. Additional information was not provided on how bg was treated. Reportedly, customer reset the pump to resolve the issue.